Event description:
It was reported that the reusable fiber did not work during the fifth use. The console did not recognize it. The procedure was completed with another device. No patient injury was reported. The fiber was returned for analysis and a break in the fiber body was identified.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. Based on this observation, the reported event is confirmed. Additionally, fiber tip degradation was identified, which is expected for consumable device during normal use. The fiber was functionally tested, and the aiming beam was found to be dim. Based in all the available information, it is likely that procedural handling during set up for use such as excessive manipulation, contributed to the fiber body break. A most probable cause of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in two pieces. Based on this observation, the reported event is confirmed. Additionally, fiber tip degradation was identified, which is expected for consumable device during normal use. The fiber was functionally tested, and the aiming beam was found to be dim. Based in all the available information, it is likely that procedural handling during set up for use such as excessive manipulation, contributed to the fiber body break. A most probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the reusable fiber did not work during the fifth use. The console did not recognize it. The procedure was completed with another device. No patient injury was reported. The fiber was returned for analysis and a break in the fiber body was identified.